Manufacturer narrative:
(B)(4).

Event description:
A patient experienced allergic reactions during hemodialysis using a revaclear 400. At the first dialysis session, the patient experienced a small cough. The patient was treated with polaramine. During the second dialysis session, the patient ¿quickly¿ experienced edema of the face. The therapy was immediately stopped and the patient was treated with polaramine. No additional information is available. This emdr is related to the reported second session.